Manufacturer narrative:
The investigation determined lower than expected vitros tsh and ipth results were obtained from multiple patient samples tested on a vitros 5600 system after ingesting biotin supplements when compared to vitros tsh and ipth results obtained from samples collected from the same patients tested prior to, and after the biotin cleared from the patient¿s system. The most likely assignable cause of the event is biotin interference. Vitros tsh and ipth results obtained prior to ingesting 10 mg/d of biotin were as expected, and lower than expected results were obtained after 7 days of biotin ingestion. In addition, vitros tsh and ipth results obtained 7 days after ceasing biotin ingestion (after the biotin had likely cleared from the system) were back within the expected concentrations. Per the tsh and ipth instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl, or on the ipth assay at biotin concentrations >500 ng/dl. However, current medical literature states that biotin can potentially interfere with some immunoassays. Therefore, the biotin in the samples is a potential interfering substance and cannot be ruled out as contributing to the event. Historical vitros tsh and ipth quality control results were not provided therefore, it is unknown if the vitros tsh and ipth assays were performing as intended on the vitros 5600 system, at the time of the event.

Event description:
An article published in jama internal medicine, a peer-reviewed medical journal published monthly by the american medical association (association of biotin ingestion with performance of hormone and non-hormone assays in healthy adults. (Jama. 2017;318 (12):1150-1160. Oi:10.1001/jama.2017.13705), documented trial testing to assess performance of specific biotinylated immunoassays after 7 days of ingesting 10 mg/day (mg/d) of biotin, a dose common in over-the-counter supplements for healthy adults. The trial involved 6 healthy adults who were administered 10mg/d of biotin supplementation for 7 days at an academic medical center research laboratory. Lower than expected vitros tsh and ipth results were obtained from multiple patient samples tested on a vitros 5600 system after ingesting biotin supplements when compared to vitros tsh and ipth results obtained from samples collected from the same patients tested prior to, and after ingesting the biotin. The results obtained from all 6 patient samples collected at the baseline, day 7, and day 14 were averaged. The results obtained prior to taking the biotin supplements were considered to be the expected results for the patients. The date the testing occurred was not provided. No individual patient sample results were provided, however, the average results obtained from all 6 patient samples collected prior to taking the biotin and after 7 days of biotin ingestion are summarized below: average patient sample tsh results of 0.10 miu/l vs. The expected result of 1.64 miu/l. Average patient sample ipth results of 12.6 pg/ml vs. The expected result of 39.6 pg/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh and ipth results obtained from the patients were part of a clinical study and were not used to as part of a clinical assessment. There were no allegations of patient harm as a result of the event. (B)(4). This report is number two of two 3500a forms filed for this event, as two devices were affected.